Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Functional evaluation did not reveal any problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Manufacturing records show that the device was released to distribution new in august of 2016. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
The procedure was completed with the original device.

Event description:
It was reported that the dyonis mdu hand control pwrmx elite shaver heated up when used in a knee arthroscopy procedure. The device was completed with the same device without complication. No injury was reported.